Manufacturer narrative:
Internal report reference number: (B)(4). Expired test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: customer contacted manufacturer on (B)(6) 2026 - customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is only concerned with the high results and not the erratic results. The customer called concerned with test results from results obtained of 230, 222, 207 and 234 mg/dl. The customer stated their expected am fasting blood glucose test result is 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification in the bathroom. Customer test strips are expired ((B)(6) 2026) and have been opened for longer than 4 months. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 230 mg/dl date: (B)(6) 2026, time: 11:37 am fasting. Result 2: 222 mg/dl date: (B)(6) 2026, time: 11:30 am fasting. Result 3: 207 mg/dl date: (B)(6) 2026, time: 8:50 am fasting. Result 4: 234 mg/dl date:(B)(6) 2026, time: 8:46 am fasting. Result 5: 92 mg/dl date: (B)(6) 2026, time: 7:00 am fasting.